Event description:
Customer reported not being able to test her blood glucose due to errc 6 message appeared when blood sample was applied to her precision xtra meter. Customer reported experiencing symptoms of diaphorsis and "felt sick." Paramedics were called and obtained a glucose reading of 54 mg/dl with their hcp meter. Customer was treated with glucose gel and was transported to hosp where she was being diagnosed with severe hypoglycemia and was given food and drink to counteract her symptoms.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.